Manufacturer narrative:
UDI: (B)(4). A DHR review was performed and did not reveal anything that may have contributed to the complaint event. Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant 3 years, 9 months post implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The reason for the valve explant cannot be confirmed. It is possible that patient factors and co-morbidities may have contributed to the valve explant. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 3 years, 9 months post successful tf tavr the 20mm sapien 3 valve was explanted and replaced with a 19mm inspiris resilia valve for unknown reasons. Multiple attempts have been made to obtain additional information however no additional information has been received, to date.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.